Event description:
A healthcare professional reported an explant has been planned due to no longer can see clear out of os, feels always blurry and not clear. The lens was off positioned and shifted upwards, therefore to attain the correct vision the lens was altered with more astigmatism then wanted at a +1.50. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.2., a.3., b.3., b.5., b.6., b.7., d.10 and h.3. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received which states a planned explant has been scheduled on (B)(6) 2022 with the same lens diopter.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received which states that the patient only needed a repositioning of the iol, not an explant.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that a qualified cartridge was used. The associated handpiece and viscoelastic information was not provided. It is unknown if a qualified handpiece and viscoelastic were used. The product investigation could not identify a root cause for the reported complaint. The lens was repositioned. No further information has been provided. If additional information were to become available, the file will be reopened and updated. There are no other complaints in this lot. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).